Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant is unk. Vessel morphology was severe tortuosity and disease progression. It was reported that the pt presented for a follow-up appointment. The CT demonstrated a type I endoleak in both of the distal iliac arteries. The cause of the type I endoleak was due to disease progression with vessel expansion. The device was approx 1-2 cm from the hypogastric arteries. The physician may have dissected the vessel in the right iliac artery with another manufacturer's device which was caused by the back transition of the ivus catheter and severe tortuosity in the vessel. The physician elected to reline the limbs from the contralateral gate, extended the limbs down to the hypogastric artery. The left side was completed. The right side where the ivus caused a dissection was repaired with a 24 x 4 cuff to cover the internal iliac artery to cover the dissection. The 12x12x5 limb extending to the external iliac artery. Than 16x85 building back up to the main body/bifurcated stent graft. No additional clinical sequelae were reported and the pt is fine.